Event description:
The customer reported the autopulse nxt platform (sn (B)(6) overheated and smelled hot. The platform shut off on its own. The autopulse nxt li-ion battery was changed, and the platform was powered on immediately. The platform smelled hot again and shut off. The platform performed approximately 10-15 minutes of compressions using each battery before stopping compressions when the overheating issue was noticed. The cardiac arrest patient was male, 67 years old, approximately 275 pounds. The crew switched to manual CPR for the rest of the transport. The batteries were full at morning inspection but were both drained after the event. Per the customer, the batteries appear normal and both were charged afterwards. No malfunctions were noted with the batteries. The difference between the initial at patient side time and transfer of patient at hospital time was 32 minutes. The platform was applied approximately 2 minutes after patient side time. The smell was described as a hot electrical smell. There was no safety issue or concern related to the hot platform. No patient injuries reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. There was no safety issue or concern related to the hot platform. The customer reported complaint that the autopulse nxt platform (sn (B)(6) overheated, smelled hot, and stopped compressions was confirmed based on the archive review but not during functional testing. The complaint that the platform powered off on its own was not confirmed during review of the archive or during functional testing. During functional testing, the platform performed as intended without faults or errors. Based on the archive log review, the platform was used for a treatment session that lasted 16 minutes (1285 compression) on the event date. The compressions were delivered to a very hard, stiff patient. Alert 120 (alert_analog_motor_temp) indicated that the motor temperature rose to 100°c. The platform continued compressing until the motor reached 110°c, which triggered fault 1290 (fault_analog_motor_over_temp ) and halted the compressions. The system was powered off by the user removing the battery (battery latch). The user then removed the drained battery and replaced it with a fully charged one. After a brief cooling period, the platform was used again. However, it stopped again due to fault 1290 within just a few minutes of compression time. There was no activity of the platform shutting off on its own recorded in the log file. The reported hot electrical smell is primarily due to oil residue burning off from the motor as it heats up. The high-temperature limit may have been reached because the platform required additional energy to deliver compressions, possibly due to patient characteristics such as larger body size. This increased energy demand could have led to elevated motor heat, ultimately exceeding the thermal limit. The autopulse nxt platform passed the preliminary functional test without any fault or error. The reported complaints were not reproduced. The complaint of a hot electrical smell was not detected during the testing. However, the platform underwent continuous testing using the service large resuscitation test fixture (lrtf) with two batteries, helping to reduce the oil residue in the motor. During service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.